Event description:
Additional information received from the manufacturer's representative reported the issue started 2 months prior to the initial report. The patient was swimming recently prior to the initial report and the stimulation shot up. The patient had no problem when sitting. When the patient was sitting, the patient programmer identified as lying right.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The device manufacturer's representative (rep) reported there was jolting. The implantable neurostimulator (ins) was reading lying right when the patient was upright. There was no other information available initially. Medical history includes non-malignant pain. The rep reported the patient was in adaptive stimulation (as). The amp was intermittently ramping up from .5v to 4.0 in both standing and lying positions. The patient was only programmed for lying and standing. Currently, the patient was sitting and it was recognizing it as lying right. In the middle of interrogating to troubleshoot, the call was dropped. Additional information reported the patient started experiencing this issue 3 or 4 months ago. There was no cause of the jolting and ins reading incorrect positions. To resolve the issue the rep turned as off. If additional information is received, a supplemental report will be submitted.